Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and found the track for automation line for sampling was not secured. There were loose screws causing misalignment and resulted in probe hitting the side of the sample tubes. The fse also found a transparent plastic cover obstructed the sensors and the sample probe was bent. The fse secured the automation line, tightened the screws, straightened the plastic cover, re-aligned the sample tubes and replaced the sample probe to resolve the issue. The fse observed the customer run quality control with acceptable results. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case: (B)(4).

Event description:
The customer reported the generation of negative patient results with a g flag for dynamic low on their au680 clinical chemistry analyzer. The customer did not indicate which chemistries were affected. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.